Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a non-calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times at 10 atmospheres for 30 seconds respectively. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).